Manufacturer narrative:
Concomitant medical devices: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor communication. The last time patient was able to successfully charge was more than a month to three months ago due to coupling issue. The patient indicated they were unable to connect the recharger to their ins. No symptoms or complications reported at this time.